Manufacturer narrative:
The report of the thermogard console (sn (B)(4) displaying tcmid:06 (ce post failure) error message was confirmed during functional testing and in the event log. The root cause was due to a defective cooling engine heater. Upon visual inspection, display panel screen was observed degraded and saline contamination inside that system case and air trap block. These observation are not related to the reported event. Evaluation of the console revealed tcmid:06 error message upon power up. The analysis of the event log revealed tcmid:06 on the reported event date. The cause of the message was due to a defective cooling engine heater. Upon replacement of the cooling engine heater and display panel screen, the console was functionally tested and found no issue. The thermogard console is a reusable device and was manufactured on 05 mar 2009. It has exceeded its expected service life of five years and is over 9 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console displayed a tcmid:06 (ce post failure). The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.